Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.